Event description:
Event description cpi received information that these two epicardial rate sensing leads (0030's) were capped and abandoned due to high impedance and high pacing threshold on one lead. Cpi did not receive the leads back for analysis, cpi could not determine which lead was at fault, therefore we are reporting on serial number 042949.